Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a uv flash transfer set. The leak was found after the patient disconnected after therapy. The patient noticed the leak after a difficult disconnection. The transfer set was replaced. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and a hole in the tubing approximately 2.25¿ from the twist sleeve was noted. Functional testing was performed which included leak testing, clear passage testing, and a clamp function testing. A leak through a hole in the tubing approximately 2.25¿from the twist sleeve was noted. The cause of the reported condition was determined to be a hole in the tubing; however, the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.